Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and embedded device ("tube was cross cut on the table and the device was imbedded in there as well") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, device dislocation , embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, embedded device, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cystitis, device dislocation, embedded device, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, device dislocation, allergy to metals, embedded device, device monitoring procedure not performed were added. Reporter, patient demographic information, all other relevant history updated. Product stop date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and embedded device ("tube was cross cut on the table and the device was imbedded in there as well") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced nausea ("nausea") and pruritus ("itching"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),"), autoimmune disorder ("autoimmune disorder") and discomfort ("discomfort"). The patient was treated with surgery (underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the device dislocation, embedded device, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, nausea, pruritus and discomfort outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cystitis, device dislocation, discomfort, embedded device, menorrhagia, nausea, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events nausea, itching and discomfort added. Outcome of event pelvic pain updated to recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage'), device dislocation ('migration of essure device') and embedded device ('tube was cross cut on the table and the device was imbedded in there as well') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6)2011, the patient experienced rash ("rash"). In march 2011, the patient experienced abdominal distension ("bloating"), diarrhoea ("diarrhea"), peripheral swelling ("swollen legs"), hot flush ("hot flashes") and insomnia ("not sleeping"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), pruritus ("itching"), discomfort ("discomfort"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In may 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In june 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),") and vaginal infection ("infection (bladder/urinary tract/vaginal),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain had resolved and the device breakage, device dislocation, embedded device, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, nausea, pruritus, discomfort, depression, anxiety, weight increased, abdominal distension, diarrhoea, peripheral swelling, hot flush, insomnia, fatigue, back pain, dysmenorrhoea and rash outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, hot flush, insomnia, menorrhagia, nausea, pelvic pain, peripheral swelling, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events dysmenorrhea (cramping), rash added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), device dislocation ("migration of essure device") and embedded device ("tube was cross cut on the table and the device was imbedded in there as well") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), diarrhoea ("diarrhea"), peripheral swelling ("swollen legs"), hot flush ("hot flashes"), insomnia ("not sleeping") and back pain ("lower back pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), pruritus ("itching"), discomfort ("discomfort"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),") and vaginal infection ("infection (bladder/urinary tract/vaginal),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the device breakage, device dislocation, embedded device, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, nausea, pruritus, discomfort, depression, anxiety, weight increased, abdominal distension, diarrhoea, peripheral swelling, hot flush, insomnia, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, diarrhoea, discomfort, embedded device, fatigue, hot flush, insomnia, menorrhagia, nausea, pelvic pain, peripheral swelling, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- device breakage, fatigue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and embedded device ("tube was cross cut on the table and the device was imbedded in there as well") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), pruritus ("itching"), discomfort ("discomfort"), depression ("depression"), anxiety ("mental anguish"), weight increased ("weight gain"), abdominal distension ("bloating"), diarrhoea ("diarrhea"), peripheral swelling ("swollen legs"), hot flush ("hot flashes") and sleep disorder ("not sleeping"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),") and vaginal infection ("infection (bladder/urinary tract/vaginal),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the device dislocation, embedded device, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, nausea, pruritus, discomfort, depression, anxiety, weight increased, abdominal distension, diarrhoea, peripheral swelling, hot flush and sleep disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, cystitis, depression, device dislocation, diarrhoea, discomfort, embedded device, hot flush, menorrhagia, nausea, pelvic pain, peripheral swelling, pruritus, sleep disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 14-aug-2018: events- "depression, mental anguish, weight gain, bloating, diarrhea, swollen legs, hot flashes, not sleeping" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic'), device breakage ('device breakage'), device dislocation ('migration of essure device') and embedded device ('tube was cross cut on the table and the device was imbedded in there as well') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included obesity (bmi- hi gisselle! Can I have my current numbers when you get a chance! ). Concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("lower back pain/ pain back") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced rash ("rash"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating"), diarrhoea ("diarrhea"), peripheral swelling ("swollen legs"), hot flush ("hot flashes") and insomnia ("not sleeping"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), pruritus ("itching"), discomfort ("discomfort"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain/ weight gain/loss (specify which one) weight gain"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),") and vaginal infection ("infection (bladder/urinary tract/vaginal),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and hypersensitivity had resolved and the device breakage, device dislocation, embedded device, allergy to metals, autoimmune disorder, nausea, pruritus, discomfort, depression, anxiety, weight increased, abdominal distension, diarrhoea, peripheral swelling, hot flush, insomnia, fatigue, back pain, dysmenorrhoea and rash outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, hot flush, hypersensitivity, insomnia, menorrhagia, nausea, pelvic pain, peripheral swelling, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Event: allergic reaction added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic'), device breakage ('device breakage'), device dislocation ('migration of essure device') and embedded device ('tube was cross cut on the table and the device was imbedded in there as well') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included obesity (bmi- 34.17). Concurrent conditions included bloating, diarrhea, swelling of legs, hot flashes, numbness, dizziness, abdominal pain, weight increased, nausea, heart rate increased, drug allergy and itching. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("lower back pain/ pain back") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced rash ("rash"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating"), diarrhoea ("diarrhea"), peripheral swelling ("swollen legs"), hot flush ("hot flashes") and insomnia ("not sleeping"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), nausea ("nausea"), pruritus ("itching"), discomfort ("discomfort"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain/ weight gain/loss (specify which one) weight gain"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),") and vaginal infection ("infection (bladder/urinary tract/vaginal),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and hypersensitivity had resolved and the device breakage, device dislocation, embedded device, allergy to metals, autoimmune disorder, nausea, pruritus, discomfort, depression, anxiety, weight increased, abdominal distension, diarrhoea, peripheral swelling, hot flush, insomnia, fatigue, back pain, dysmenorrhoea and rash outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, cystitis, depression, device breakage, device dislocation, diarrhoea, discomfort, dysmenorrhoea, embedded device, fatigue, hot flush, hypersensitivity, insomnia, menorrhagia, nausea, pelvic pain, peripheral swelling, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysteroscopic removal of the device along with a robotic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.